Manufacturer narrative:
The customer complaint of tubing separated from the distal y-site and leaked could not be confirmed due to the product was not returned for failure investigation. A photo of the packaging pouch being marked by a blue circle around the pvc tubing p/n 660045 to the smartsite p/n (B)(4) inlet port, indicating the location of the leak from the y-site, but does not confirm the reported separation on the event set. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that as the nurse was circle priming a chemotherapy infusion in the pediatric hematology/oncology department, the tubing separated from the distal y-site and leaked onto the "mission partner" who was sent to occupational health for an evaluation. The customer did not report any treatment specifics or medical intervention rendered to the mission partner. The nurse stated that the event resulted in a couple hour delay for the pediatric patient to receive the chemotherapy, as new tubing and drug had to be obtained.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided. The event occurred in pediatric hematology/oncology department presumed that the patient was a child.

Event description:
It was reported that as the nurse was circle priming a chemotherapy infusion in the pediatric hematology/oncology department, the tubing separated from the distal y-site and leaked onto the "mission partner" who was sent to occupational health for an evaluation. The customer did not report any treatment specifics or medical intervention rendered to the mission partner. The nurse stated that the event resulted in a couple hour delay for the pediatric patient to receive the chemotherapy, as new tubing and drug had to be obtained.